Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed in 2002 for antibiotic treatment. It was noted 24 days later, that the catheter had fractured approximately .5 centimeters distal the suture wing. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.